Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had unexplainable high blood glucose levels with her insulin pump. The customer's high blood glucose levels would be over 20 mmol/l. The customer took her old insulin pump to see if the blood glucose would go down. The customer did not have any high blood glucose with her old insulin pump. The customer's blood glucose level was 6.2 mmol/l. The the customer did high blood glucose troubleshooting, there were also no air bubbles, no leaks, nothing odd on inserting place, no bent cannulas, no site irritations, and she is using the same infusion sets in the old insulin pump without any problems. The insulin pump had failed the hp test. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No delivery alarm functioning properly during testing. Unit functioned properly. Pump passed the delivery accuracy test. Unit received with minor scratched lcd window, cracked case on display window corners, cracked lcd window, cracked reservoir tube lip and cracked battery tube threads.